Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to b5: edited for clarity.

Event description:
It was reported that this pacemaker system exhibited right atrial (ra) lead undersensing. This pacemaker system remains in service, and no adverse patient effects were reported. Technical services (ts) recommended further review. Additional information received reported that right atrial (ra) lead sensitivity was increased to address atrial undersensing. This pacemaker system remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system exhibited atrial undersensing. This pacemaker remains in service, and no adverse patient effects were reported. Technical services (ts) recommended further review.